Event description:
It was reported by service report that the bearings were bad on the wheel lock caster and the foot end right wheel was cracked. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel.